Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving and unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the first doctor that put the pump in did not have it tight enough, so his current doctor had to re-stitch it. When asked for the dose and concentration the patient reported he used to get the pump filled every three months, but the doctor increased the dose because the chronic pain was getting worse so now he got the pump filled every two months. No further complications were reported/anticipated or expected.